Event description:
Clinical study. Same case as MFR #6000089-2007-00218. It was reported that post index procedure, the pt required a target vessel reintervention (tvr). The pt was admitted on the day of the index procedure after an abnormal stress test. The pt had complained of long standing angina which was becoming progressively worse. Target lesion 1 treated in the index procedure was a 2.5x15mm, 70% stenosed lesion in the distal left circumflex (dist lcx), which was treated with predilation and placement of a taxus express2 2.5x24mm drug eluting stent, reducing stenosis to 0%. Target lesion 2 was a 3.0x16mm, 60% stenosed, double barrel bifurcated lesion in the left main coronary artery (lmca), which was treated with predilation and placement of a taxus express2 2.5x24mm drug eluting stent, reducing stenosis to 0%. Target lesion 3 was a 3.0x16mm, 60% stenosed, mildly calcified bifurcated lesion in the prox lcx, which was treated with predilation and placement of a taxus express2 3.0x24mm drug eluting stent in overlapping fashion with previously placed lmca stent. The stents overlapped by 3 mm. Residual stenosis was 0%. The pt received aspirin and plavix for the procedure. The pt was discharged the next day on aspirin and plavix. On day 449, the pt was admitted for coronary angiography after complaining of increasing angina and a cough that has worsened over the past two weeks. The pt had angiography that day and a successful flutter ablation performed the next day. On day 453, the pt returned to the cardiac catheterization laboratory for treatment. The lmca and proximal lad had diffuse in-stent restenosis and were treated with angioplasty and stenting using a 3.0 x 16 mm taxus express2. Additional treatment consisted of angioplasty to the proximal, mid, and distal lcx. A stent was unable to pass into the lcx. The pt was discharged one day later on asa and plavix. In the opinion of the physician, the relationship of the tvrs to the taxus stent was probable.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.